Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had reservoir leak. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated the reservoir was discarded. The customer stated that location of the leak is on bottom o-ring. The customer didn't put the reservoir in the pump. The customer stated that all pieces is present but the o-ring is crooked. The customer stated that the o-ring is damage. The customer was advised to return reservoir and transfer guard. The customer was advised that we would replaced reservoir, send out two.